Event description:
It was reported that during a new implant procedure the physician had helix extension/retraction issues as the screw was not able to turn out. Additionally, it was noted that the lead was fractured. Further information was requested from the field representative; however, no further information was obtained. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Correction report is being filed to correct fields d6a. Implant date and d6b. Explant date.

Event description:
It was reported that during a new implant procedure the physician had helix extension/retraction issues as the screw was not able to turn out. Additionally, it was noted that the lead was fractured. Further information was requested from the field representative; however, no further information was obtained. No adverse patient effects were reported.

Manufacturer narrative:
Correction report is being filed to correct fields d6a. Implant date and d6b. Explant date.

Event description:
It was reported that during a new implant procedure the physician had helix extension/retraction issues as the screw was not able to turn out. Additionally, it was noted that the lead was fractured. Further information was requested from the field representative; however, no further information was obtained. No adverse patient effects were reported.